Event description:
A customer observed positively biased phyt qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that results on the same qc fluids and samples did not agree when run on two different analyzers. The most recent calibration results were not comparable between the two instruments. Results of a precision test on the original analyzer were unacceptable. On-site service replaced the wash fluid pump. Post service precision test results were acceptable. The root cause of the event was instrument related.